Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent

Event description:
It was reported that during an unknown procedure, while cleaning the blades the scrub nurse noticed the tip was broken. She told the surgeon and they checked all around and found the piece on the floor. Another like device was used to complete the procedure. There were no adverse consequences for the patient.